Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved the spiros¿, closed male luer with red cap, 10 unit. It was reported that the device would not latch onto the syringe. The plunger inside the port on the clave became stuck and did not allow fluid to pass, requiring the vial to be wasted. The port would not allow fluid transfer, and a vial of cytoxan had to be discarded. There was no reported patient involvement or harm.